Event description:
It was reported the patient presented in clinic for follow-up. During analysis, it was discovered the pacemaker could not be interrogated over radio frequency (rf). Programming changes were attempted but unsuccessful. There were no patient consequences.